Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. An 8.0x30x75cm express ld vascular stent was advanced for treatment. However, during the initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.